Manufacturer narrative:
The device was tested on the bench and no anomalies were found. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions due to non-sustained right ventricular oversensing episodes. It was noted that the right ventricular lead exhibited noise. Lead damage was suspected. X ray was performed and no obvious externalization was noted. Noise could not be produced in clinic with isometrics and pocket manipulation. The patient was not symptomatic. Since the lead was occluded, the lead was explanted and replaced. The cardiac resynchronization therapy defibrillator was explanted due to battery advisory. The patient was stable.